Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer valvular plug iii were reported in a research article in a subject population with multiple co-morbidities including heart failure, anemia, lactate dehydrogenase, and blood transfusions. Complications reported included death, heart failure, stroke, bleeding, surgical intervention, unexpected medical intervention (device snared), hospitalization/prolonged hospitalization, migration, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no corrective action is required. Literature attachment: multiple amplatzer vascular plug iii implantation¿feasible, safe, and effective for paravalvular leak closure: results from a single-center registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports.

Event description:
The article, "multiple amplatzer vascular plug iii implantation¿feasible, safe, and effective for paravalvular leak closure: results from a single-center registry", was reviewed. This research article is a retrospective single-center experience to evaluate the feasibility, technical and clinical safety, and the efficacy of the single-stage multi-plug approach using amplatzer valvular plug iii implanted in patients with clinically significant paravalvular leaks. The device included in the study was the amplatzer valvular plug iii. The article concluded that transcatheter paravalvular closure (tpvlc) using multiple avp iii is a feasible, safe, and effective strategy for patients with clinically significant pvls with complex anatomy. Long-term follow-up reveals low incidence of leak reoccurrence and device-related adverse effects. [The primary and corresponding author was andrzej kulach, department of cardiology, medical university of silesia, ziolowa 47, 40-635 katowice, poland, with corresponding email: andrzejkulach@gmail.com.] This study included all patients deemed eligible for tpvlc by the heart team and who had more than one avp iii implanted as an elective strategy between 01 january 2009 and 13 december 2023. A total of 127 patients were included in the study, all of which received an abbott device. The median age was 65 years. The majority gender was male. Comorbidities included heart failure, anemia, lactate dehydrogenase, and blood transfusions.

Event description:
The article, "multiple amplatzer vascular plug iii implantation¿feasible, safe, and effective for paravalvular leak closure: results from a single-center registry", was reviewed. This research article is a retrospective single-center experience to evaluate the feasibility, technical and clinical safety, and the efficacy of the single-stage multi-plug approach using amplatzer vascular plug iii implanted in patients with clinically significant paravalvular leaks. The device included in the study was the amplatzer vascular plug iii. The article concluded that transcatheter paravalvular closure (tpvlc) using multiple avp iii occluders is a feasible, safe, and effective strategy for patients with clinically significant pvls with complex anatomy. Long-term follow-up reveals low incidence of leak reoccurrence and device-related adverse effects. [The primary and corresponding author was andrzej kulach, department of cardiology, medical university of silesia, ziolowa 47, 40-635 katowice, poland, with corresponding email: andrzejkulach@gmail.com.] This study included all patients deemed eligible for tpvlc by the heart team and who had more than one avp iii occluder implanted as an elective strategy between 01 january 2009 and 13 december 2023. A total of 127 patients were included in the study, all of which received an abbott device. The median age was 65 years. The majority gender was male. Comorbidities included heart failure, anemia, lactate dehydrogenase, and blood transfusions.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: multiple amplatzer vascular plug iii implantation¿feasible, safe, and effective for paravalvular leak closure: results from a single-center registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.